Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 07/31/2023, it was reported by an arthrex employee via email that an ar-3636 knotless fibertak inserter tip broke during insertion. The fragments were not retrieved, and the case was completed using another ar-3636 knotless fibertak. This was discovered during a shoulder dislocation repair procedure on (B)(6) 2023.